Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s sister reported via phone call that they experienced high blood glucose level of 404 mg/dl. Customer state that insulin pump had flow block alarm. Customer¿s blood glucose level was 200 mg/dl before insulin flow block. Customer did not tried all the remedies for insulin flow block. The insulin pump will not be returned for analysis.